Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable was initially added to this event, as the reported information indicated that the modular cable was difficult to remove. Provided information indicated that both heartmate 3 system controllers (serial numbers (B)(6) were exchanged in order to resolve the event. During evaluation of the returned controllers, the root cause of the difficulty disengaging the driveline was found to be fluid ingress within the bulkhead assemblies of both controllers. The modular cable was not exchanged nor returned for analysis. The reported event has been addressed fully under the investigations of the controllers. The device history records could not be reviewed, as the lot number of the heartmate 3 modular cable was not provided. The heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ describes how to replace the current system controller with a replacement system controller. Directions for how to disconnect the driveline from the system controller are provided. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2023-06383 (system controller). Related manufacturer's reference number: 2916596-2023-06012 (other system controller) . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller's white power cable was not transmitting power, so the patient attempted to exchange their system controller at home. A power cable disconnect alarm was reported. The patient reported that the red release button was stuck and was unable to be engaged, so the driveline could not be disconnected. The patient went to the clinic where the ventricular assist device (vad) coordinator was able to get the red button engaged and the driveline disconnected. The patient's backup system controller had the same issue with the red button and a broken pin was also noted. The patient was issued new primary and backup system controllers.